Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer reported that during the morning check the battery led indicated "green". However, the battery led "red" was blinking during use on the patient.